Event description:
The patient was an elderly female who was found to have a large recurrence of her neuroendocrine carcinoma following a left pneumonectomy. She presented with dyspnea and hemoptysis. Because her tumor compromised the bronchus intermedius, it was suggested that she undergo a stent dilatation. A bronchoscopy was then performed using a flexible scope. The scope was able to pass through the near occlusion of the bronchus intermedius. After appropriate measurements were made, an attempted proximal stent placement was performed. The stent failed to deploy (the releasing string broke). Because another proximal stent was not available, a distal stent was then deployed. This stent did not completely open. A third stent was then deployed which did encompass the lesion, but continued to narrow the bronchus intermedius. Because of this, balloon dilatation of the bronchus was attempted. After removal of the balloon, the stents were dislodged. The stents were removed under direct vision. The patient remained intubated and was transported to the ICU where her respiratory status continued to decline. She died later that evening.